Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It has been reported that the event occurred in the angio department during pretest before insertion. The md found the balloon was unable to inflate properly due to a leak. As a result, the kit was not used. A replacement kit opened. See MDR # 2242445-2012-00010 for the next event with the same pt.